Event description:
A doctor reported that after an intraocular lens was implanted, the patient had decreased vision and couldn't see to drive. The lens was explanted. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for investigation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts to gather additional information were not successful. The manufacturer internal reference number is: (B)(4).